Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, it was observed that the battery impedance was 2.21kohms and that the residual longevity displayed was 18 months (minimum 12 months). The physician would like to know if the overall longevity of the device is normal. The pacemaker was programmed with the following settings : 2.0v/0.35ms on the atrial channel and 2.5v/0.35 on the ventricular channel. The atrium was paced 76% of the time and the right ventricle was paced 100% of the time. Preliminary analysis results showed that based on available data, no anomaly is suspected regarding the longevity of the device.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200507 - file-2019-04377 - analysis_and_.closure_report_resp-2020-00365.pdf].

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, it was observed that the battery impedance was 2.21kohms and that the residual longevity displayed was 18 months (minimum 12 months). The physician would like to know if the overall longevity of the device is normal. The pacemaker was programmed with the following settings : 2.0v/0.35ms on the atrial channel and 2.5v/0.35 on the ventricular channel. The atrium was paced 76% of the time and the right ventricle was paced 100% of the time. Preliminary analysis results showed that based on available data, no anomaly is suspected regarding the longevity of the device.

Manufacturer narrative:
The complaint was re-opened following additional data provided, and further analyses have been performed.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, it was observed that the battery impedance was 2.21kohms and that the residual longevity displayed was 18 months (minimum 12 months). The physician would like to know if the overall longevity of the device is normal. The pacemaker was programmed with the following settings : 2.0v/0.35ms on the atrial channel and 2.5v/0.35 on the ventricular channel. The atrium was paced 76% of the time and the right ventricle was paced 100% of the time. Preliminary analysis results showed that based on available data, no anomaly is suspected regarding the longevity of the device.